Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys, including a transmitter, approx (B)(6) ago. It was reported the pt's transmitter will be explanted and replaced due to a loss of stimulation and no telemetry. The model, serial and lot numbers for the pt's transmitter were not provided; therefore, no mfg or exp dates can be determined. It is unk if the transmitter will be returned for analysis after it is explanted. F/u on the pt found no further issues reported.